Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined. However, it was reported that the cause of migration was due to device size and movement on release.

Event description:
It was reported that on (B)(6) 2023, a 5mm x 2mm amplatzer piccolo occluder was chosen for implant in a 30-week old, 950g patient with a patent ductus arteriosus (pda), using 04f amplatzer torqvue low profile catheter. The physician measured the ductus as length 14.99 mm, aortic ampulla 5.33 mm, mid duct tightest spot 4.09 mm, the left pulmonary artery (lpa) opening was 3.44 mm. During placement attempts of the device, it was noted to be sitting a bit proximal. It was agreed that the device is ok to be released. During the release, the device stretched a bit anteriorly and then immediately after release compacted and shifted anteriorly. In the implanter¿s opinion, the cause of migration was due to device size and movement on release. As the position of the device was unsatisfactory, it was decided to remove the device via snare. The snaring process went well initially; however, there was an error with the snare, where the pressure was released from the snare and the device fell off the snare into the inferior vena cava (ivc). The device was recaptured and removed from the patient. A replacement 5mm x 4mm amplatzer piccolo occluder was used to complete the procedure. The patient is reported to be doing well and recovering. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure.

Event description:
It was reported that on (B)(6) 2023, a 5mm x 2mm amplatzer piccolo occluder was chosen for implant in a patent ductus arteriosus (pda), using 04f amplatzer torqvue low profile catheter. The physician measured the ductus as length 14.99 mm, aortic ampulla 5.33 mm, mid duct tightest spot 4.09 mm, the left pulmonary artery (lpa) opening was 3.44 mm. During placement attempts of the device, it was noted to be sitting a bit proximal. It was agreed that the device is ok to be released. During the release, the device stretched a bit anteriorly and then immediately after release compacted and shifted anteriorly. In the implanter¿s opinion, the cause of migration was due to device size and movement on release. As the position of the device was unsatisfactory, it was decided to remove the device via snare. The snaring process went well initially; however, there was an error with the snare, where the pressure was released from the snare and the device fell off the snare into the inferior vena cava (ivc). The device was recaptured and removed from the patient. A replacement 5mm x 4mm amplatzer piccolo occluder was used to complete the procedure. The patient is reported to be doing well and recovering. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.